Event description:
The customer reported that during a lobectomy, the device would not seal tissue resulting in oozing. Another device was used to complete the procedure without incident. There was no tissue damage and no patient injury. No further information on the incident was made available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.